Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the arteriovenous fistula. A 8x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion without resistance, and the balloon ruptured during the second inflation at 12 atmospheres. The pta was removed, and another same size armada 35 pta was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product related issue. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. It is possible that the rupture occurred due to interaction with lesion calcification or associated devices causing damage to the outer surface of the balloon material; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.